Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, greater than 200 ohms. Technical services (ts) discussed replacing this rv lead. This rv lead remains in service. No adverse patient effects were reported.